Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed.". The patient's concurrent conditions included obesity. In (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (vaginal),"), cystitis ("infection (bladder),"), urinary tract infection ("infection (urinary tract),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder or urinary problems or changes") and weight fluctuation ("weight gain / loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove essure coils/ hysterectomy (partial)/hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, bladder disorder, vaginal discharge, urinary tract disorder and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: most if not all symptoms decreased, soon thereafter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: abnormal bleeding (vaginal, menorrhagia),infection (bladder/urinary tract/vaginal), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, pain, vaginal discharge, weight gain / loss, essure confirmation test not performed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed.". The patient's concurrent conditions included obesity, dyspareunia, dysmenorrhea and cyst. Concomitant products included ibuprofen, oxycodone and solpadeine (tylenol 1). In (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (vaginal),"), cystitis ("infection (bladder),"), urinary tract infection ("infection (urinary tract),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder or urinary problems or changes") and weight fluctuation ("weight gain / loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, bladder disorder, vaginal discharge, urinary tract disorder, weight fluctuation and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: most if not all symptoms decreased, soon thereafter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Negative for malignancy . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abdominal pain lower. Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received. Concomitant medication and condition added. Following event: weight gain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more of essure coils). Essure (ess205) was removed in 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.